Manufacturer narrative:
(B)(4): the device was evaluated by the quality engineering team. Received 1 sample(s), part number 8229970. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and tape on the main tube which is consistent with intubation. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. The reported event may occur if the impedance of the circuits were out of specification or short circuited. There were no signs of physical damage or anomalies in the construction of the device. The resistance of the electrodes from end to end was within specification. There were no open circuits and no out of specification condition. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause. (B)(4)

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Device code ¿ device operates differently than expected (B)(4). Patient code ¿ no known impact or consequence to patient (B)(4). Device not cleared in us, but similar device is available. The device has not been returned for evaluation.

Event description:
It was reported "90 minutes after the start of a struma-surgery the surgeons determined that the nerve stimulation doesn`t work. Prior the start of the surgery all measurements were positive (green checkmarks at the nim response 3.0). Then they checked the position of the tube [emg flex tube] during the surgery and they found that the placement of the tube was okay. So the only alternative consisted in a change of the tube. The anesthesiologist then made a change of the tube. They used a new nim flex tube 7.0 mm and then, after the change, all went well and the surgery could proceed normally and finished without further problems.&#55316;here was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.